Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, during the mounting of the stapler and reload, the device did not fit. They opened another load with the same lot number to complete the procedure. There was no patient injury.